Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The sheath and dilator of the flexor introducer sheath were returned with the dilator partially inserted into the sheath. The dilator was 8 millimeter (mm) from being fully inserted. The sheath starts to accordion at 9.4 centimeters (cm) from the proximal end. The distal portion of the sheath is missing. The exposed coil measures 43.5 cm in length and the sheath tubing measures 20.3 cm. The coil is wrapped around the dilator. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a root cause of product use or handling related - user technique was determined. The physician's technique during removal of the sheath from the body might have caused the sheath to unravel, because as reported there was nothing inserted into the sheath during removal, whereas the IFU clearly instructs to "withdraw the sheath and dilator as a unit." Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected information: the hub of the complaint device did not separate from the sheath, the sheath unraveled. Device code: unraveled material (1664). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that during an unspecified procedure, a flexor introducer sheath was removed after the case was completed and the hub separated from the catheter/sheath and the shaft began to unravel. The wire was still attached to the hub and separated when it was pulled out. Updated information: a flexor introducer sheath was used in an unspecified procedure. It was reported, after the case was completed, the sheath was removed and observed to be unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an unspecified procedure, a flexor introducer sheath was removed after the case was completed and the hub separated from the catheter/sheath and the shaft began to unravel. The wire was still attached to the hub and separated when it was pulled out. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.